Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - two samples were received from the customer, each showing the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5212996. Conclusion - the mechanical tech was interviewed. He states the most like case is a jam in the airway that transfer the cups over. In order to clear the jam, technicians turn up the air. Doing so will cause the cups to hit the stop and cause cracking.

Event description:
It was reported that the 16mm x 100mm x 8ml bd vacutainer® plus plastic collection kit cups have cracks and/or holes in them. No injury or medical intervention reported.